Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. Concomitant products: 4068-58 lead, implanted: (B)(6) 1997; ddbb1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the endovascular right ventricular (rv) pace/sense lead triggered an alert due to low pacing impedance. The lead was extracted. It was further reported that the high voltage coil of the right ventricular (rv) lead had high impedance. The lead was extracted and a new lead was implanted in the rv. It was further reported that right atrial (ra) lead had high thresholds and p-wave undersensing. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.